Event description:
Pt on hemodynamic support with abiomed impella device. Device alarmed "low flow" and ceased functioning. Pt decompensated followed by cardiac arrest. Pt expired. Pt on hemodynamic support with abiomed impella device.